Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information was obtained from, the 19th annual meeting of japanese society for adult congenital heart disease, 2017 vol.6, no.1 page 122, which was titled, a case of thrombolytic therapy with recombinant tissue plasminogen activator (rt-pa) for prosthetic valve thrombosis in 9 weeks of pregnancy woman. On an unknown date, a sjm mechanical heart valve (unknown model/serial) was implanted in an (B)(6) female patient for congenital mitral valve regurgitation. Eighteen years post-implant, the now (B)(6)patient presented with exertional dyspnea and an echocardiogram and fluoroscopy showed an immobile leaflet in the closed position. Thrombolytic therapy was performed and an echocardiogram and fluoroscopy showed that the leaflet mobility returned to normal within 2.5 hours after an intravenous injection of rt-pa. Warfarin was prescribed thereafter and the patient and fetus are stable. No further information is expected for this event.